Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the atrial lead exhibited high impedance. The lead was not used and a new lead was placed. The patient did not experience and adverse consequences.